Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient's doctor reported on (B)(6) 2022, that the patient had elevated c-reactive protein and a fever. The doctor suspected aspiration pneumonia. An x-ray of the thorax was taken and the patient was prescribed the antibiotic tazobac 4.5 g intravenously.